Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high pace thresholds and loss of capture (loc) for an undetermined amount of time. The field representative was called after the event and noted that they could not reproduce the loc. The representative did not know if the loc led to asystole lasting greater than two seconds. At this time the device has been programmed to higher outputs and the patient will continue to be monitored. No adverse patient effects were reported.